Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The hcp reported following routine refill the patient reported not feeling right, "narcotized", low respiratory rate, just very fatigued. The hcp had the patient stay in office under observation for a couple hours and used ultrasound again over pocket to see if he could observe any fluid around pump, nothing noted. The hcp re-assessed the reservoir and was only able to aspirate 15ml, 25% of the reservoir volume couldn't be accounted for. Per the hcp the pump is under muscle and the patient was very thin, so the hcp always uses ultrasound to confirm access, and was very diligent about confirming access throughout the refill procedure. The hcp had the patient's husband bring her to hospital for further observation. The pump was close to eri, so the hcp planned to schedule the patient for pump replacement and return the current pump for analysis. The hcp was concerned about the missing 5ml and wondered if there was a leak in the reservoir septum. The pump was explanted on (B)(6) 2013. The pump was used to deliver hydromorphone. Additional information later received noted the patient outcome as recovered without sequela additional information later received from the hcp the cause of the event was refill- none in pocket/ultrasound guided; the pump, likely septum leak. The ultra sound results were no fluid outside of pump. The patient was not hospitalized due to the event.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Pump logs gathered and a motor stall recovery indicator was present, this is an indication of a past motor stall and recovery had occurred during the pump's life. Visual inspection of the septum shows slight septum damage with "blue" streaks in the septum material. Rpa also pulled some dark blue fluid from the pump reservoir. Septum was tested throughout analysis and did not leak. Dispense accuracy testing passed for accuracy. The infusion history was gathered and infusion testing was run. The pump passed infusion testing for accuracy. Destructive analysis was done. Some slight residues noted throughout the inside of the pump which is not un-common to see in a pump with a 73 month implant. No performance issues found. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.